Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker, a cracked reservoir tube lip and a missing address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump screen got scratched and became hard to read. The patient's blood glucose at the time of incident was 62 mg/dl. The metal of the patient's bra caused the scratched screen. The insulin pump was returned for analysis.